Event description:
Pt on home tpn via infusion pump. Mother states entire volume (300ml) infused over 1-2 hrs (rx-infuse over 15 hrs w/tapers). Pt admitted to ER for seizures and sunken fontanels per mom. Pt stabilized at ER and transported to hosp. Released following day on some rx. No permanent complication. Mom stated cassette was not attached properly to pump pt discharged to home on 12/24/96 and placed on different pump as requested by mom (mom is an rn).